Event description:
Patient reported "increasing pain in the breast", "capsular contracture / fibrosis" baker grade unknown and "restrictions in everyday life due to the symptoms". Later healthcare professional reported "hardening, pain, capsular contracture baker grade iii". Later healthcare professional reported "implant was completely ruptured (a mess)". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, h.6

Event description:
Patient reported "increasing pain in the breast", "capsular contracture / fibrosis" baker grade unknown and "restrictions in everyday life due to the symptoms". Later healthcare professional reported "hardening, pain, capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "increasing pain in the breast", "capsular contracture / fibrosis" baker grade unknown and "restrictions in everyday life due to the symptoms". This record is for the left side. Device remains implanted and it is unknown if the device will be returned.